Event description:
Customer reported receiving a "scan again in 60 minutes" message followed by a "sensor ended" message on the same day she applied the adc freestyle libre sensor and was unable to obtain readings. As a result, customer experienced a seizure and collapsed but was able to self-treat with a "sugar pill". No further treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. Data was extracted using approved software and the sensor was in state 5 (indicating normal termination). Visual inspection was performed on the returned sensor plug and no failure modes were observed. Sim vivo test (simulation of the electrical signal produced by the sensor tail) was performed, and the results were within specification. No malfunction or product deficiency has been identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a "scan again in 60 minutes" message followed by a "sensor ended" message on the same day she applied the adc freestyle libre sensor and was unable to obtain readings. As a result, customer experienced a seizure and collapsed but was able to self-treat with a "sugar pill". No further treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a "scan again in 60 minutes" message followed by a "sensor ended" message on the same day she applied the adc freestyle libre sensor and was unable to obtain readings. As a result, customer experienced a seizure and collapsed but was able to self-treat with a "sugar pill". No further treatment was reported. There was no report of death or permanent impairment associated with this event.